Event description:
The customer reported that the insulin pump alarmed motor error while taking a nap. The blood glucose reading was 149mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a faulty motor encoder. The device was received with cracked battery tube threads.